Manufacturer narrative:
UDI not available as product was manufactured on or before 23 sep 2014.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that the right atrial (ra) lead exhibited noise oversensing which led to pacing inhibition. The ra lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.